Event description:
The customer tested her blood glucose and received a contour meter reading of "hi." While troubleshooting, she performed control tests and received a result of 255 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.